Event description:
Boston scientific crm received information that this ventricular lead was exhibiting increased threshold measurements and loss of capture. It was suspected that the lead may have dislodged going into the lead revision. Attempts to reposition the lead were unsuccessful as the thresholds were still increased. The physician requested a new lead.